Event description:
The customer contact reported the pt received more medication that intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of rocephin in 50 ml, at a rate of 100 ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that 9 minutes after the delivery was started, the customer contact reported the delivery was complete. There were no reported adverse pt effects. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc center. A review of the history indicated the last programming occurred on (B)(6) 2013 at 1329 when line a was programmed for simple delivery, med/surg cca, to deliver at a rate of 100 ml/hr, with a vtbi (volume to be infused) of 50 ml, for a duration of 30 mins, and the delivery was started. Between 1333 and 1351, the device alarmed n232 (prox air a, backprime), door was closed, device alarmed n251 (cassette test failure), and the alarm was silenced 6 times. Between 1353 and 1356, the device alarmed n101 (no action alarm), the alarm was silenced, the door was closed, and the device alarmed for n251. At 1357, the device was switched to battery power. This report represents all the info known by the reporter upon query by hospira personnel.